Manufacturer narrative:
510k number: preamendment. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code(s): 1535. FDA patient problem code(s): 2199.

Event description:
The customer reported that while using bd bbl¿ trypticase¿ soy broth to re-suspend the sample non-viables were present in the tsb resulting in a false positive gram stain. Erroneous results were reported out and the patient was placed on antibiotics until no growth was seen on the culture.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-08 investigation summary: material 221716 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0174108 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and torqueing processes were within specifications. Qc inspection and testing was satisfactory at time of release. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0174108 (10 tubes) were available for inspection. No cap, tube or media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. Returns were received for the investigation. Seventy-seven tubes from batch 0174108 in one 100pack carton (number 0058) were returned in a box wrapped with wrapping paper and air bubbles. The media in all 77 returned tubes were within appearance specifications. Some of the tubes had minor scratches on the outside of the tube but no other observations were made from the returns. For further investigation, retentions and return samples from batch 0174108 were tested for growth. One retention tube and 39 return tubes were incubated in the 20-25 degree c incubator. The other 38 return tubes and one other retention tube were placed in the 33-37 degree c incubator. At 7 days incubation, there were no signs of growth or turbidity in 77/77 returned tubes and 2/2 retention tubes. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Bd will continue to trend complaints for appearance and non-viables. This complaint cannot be confirmed. Root cause is undetermined. Based on batch trend data for this defect, no corrective action is indicated at this time.

Event description:
The customer reported that while using bd bbl¿ trypticase¿ soy broth to re-suspend the sample non-viables were present in the tsb resulting in a false positive gram stain. Erroneous results were reported out and the patient was placed on antibiotics until no growth was seen on the culture.